Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During the device analysis, the service technician indicates that no display and damaged fiber bonding in the outer tube area was found. There was no patient involvement.